Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2012, a customer's wife contacted roche diagnostics and reported an incident that occurred on (B)(6) 2011. Customer started feeling sick around 4:00 pm. Wife gave customer (B)(4) of humalog insulin, based on a meter result of hi, which indicates a result in excess of 600 mg/dl, and the way the customer was feeling. Blood glucose result was hi again at 5:00 pm, wife gave customer (B)(4) of humalog based on the reading and customer not feeling better. Blood glucose result was hi again at 6:00 pm, wife gave customer (B)(4) units of humalog based on the reading and customer not feeling better. Blood glucose result was hi again at 7:00 pm. Customer's wife then noticed that customer's minimed insulin pump was leaking insulin. Customer's wife did not attempt to give the customer any more insulin, but called paramedics. The paramedics did not check customer's blood glucose or give any treatment. Customer's blood glucose was 683 mg/dl upon arrival at the hospital. Customer was given insulin treatment via IV, was in the hospital for 6 days. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).